Event description:
Reported via clinical study. It was reported a cerebrovascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. It was reported that on (B)(6) 2026, the patient experienced a cerebral vascular accident. The patient was admitted to the hospital. No further information is available at this time.